Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the location of the damage was at the case on the battery tube side, the battery alarm had been replaced, and there was a blank screen on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the blank display, and the display blanked at the time of the call. Troubleshooting was performed for the replace battery now alarm, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit remained on blank display after multiple new battery installations. Prior to troubleshooting investigation, unit was able to get downloaded. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 6.0 received the lowbatteryalert (104) on 08/04/2025 14:20:00 after more than 7 days at 19.88 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/14/2025 19:49:00 after more than 7 days at 19.0 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unable to proceed with the following testing: sleep current measurement, active current measurement, and self test due to blank display. Power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and corrosion was found on the electronic stack. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of low battery alarm or short battery life were not confirmed. Based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, corrosion was noted in the pump's electronic assembly. Isolate to electronic assembly. Additionally, customer's concern with a crack towards the bottom of the pump was confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.